Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent was implanted in the ureter during ureteroscopy (urs), and was removed about a month later during a retrograde intrarenal surgery procedure performed on (B)(6) 2017. According to the complainant, when they attempted to manually remove the stent, it could not be removed due to the formation of stone between stent and ureter. Ureteroscopy was performed in order to remove the stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Correction to the explanted date. It was reported that the removal of the encrusted stent occurred in mid (B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted in the ureter during ureteroscopy (urs), and was removed about a month later during a retrograde intrarenal surgery procedure performed on (B)(6) 2017. According to the complainant, when they attempted to manually remove the stent, it could not be removed due to the formation of stone between stent and ureter. Ureteroscopy was performed in order to remove the stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 17oct2017. According to the complainant, the stent was calcified and hardly to drain at the end. The patient had first regular check one month after the stent was implanted and was noted that it was hardly to drain. A procedure was scheduled to remove the stent, it was successfully removed by lithotripsy by laser.